Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving prialt/ziconotide 10mcg/ml at 2.4 mcg/day via an implantable pump for non-malignant pain and head/neck (non-malignant). It was reported the patient complained of pain, on (B)(6) 2016, following pump and catheter implant (post-operative). The hcp attributed the patient's pain to the catheter tip being mid-thoracic. The patient was scheduled for a revision on (B)(6) 2016 and notified the manufacturing representative that same day of the situation. There were no environmental, external or patient factors that led to the event. No diagnostic/ troubleshooting was performed. The actions/interventions performed to resolve the issue included the hcp pulling the catheter down to l1. It was noted the hcp did not cut the anchor, re-anchor and connect the catheter. The hcp was able to pull the catheter down through the existing anchor sutured down. The issue was noted to be resolved at the time of this report. It was noted the hcp had no further information at this time. Other medications the patient was taking at the time of the event was not able to be obtained. The patient status was reported as "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.